Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: evaluation revealed a crack in the battery compartment. The returned battery cap threads were stripped and the cap was unable to fit securely to the pump. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment. The returned battery cap threads were stripped and the cap was unable to fit securely to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 27-aug-2018.